Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient was being treated for a thoracic aortic aneurysm. Aneurysm and vessel morphology are unknown. The first stent graft was implanted at the left common carotid artery, intentionally covering the left subclavian. The second stent graft was successfully implanted at the left subclavian artery with no issues. During deployment of the first stent graft, the physician noted that the guide wire; from another manufacturer, dropped to the level of the distal arch aorta. The physician tried to push up the guide wire to the level of the ascending aorta several times (according to the physician, this may have caused the dissection of the arch aorta), but the guide wire would not move. The physician decided to change the guide wire to another manufacturer's guide wire and then advanced the first stent graft to the ascending aorta, implanting it just under the left common carotid artery. After the first device was implanted, the physician found that the brachiocephalic trunk and the left common carotid artery didn't show up on the angiogram; the physician then suspected that there was a dissection in the aortic arch and that stent graft may have been implanted within the false lumen, resulting in the occlusion of the branching arteries. The brain blood pressure was at normal levels; the physician thinks the blood flow was maintained by the true lumen. The physician commented that this event is related to the procedure but not the device. No secondary procedure was performed; a CT scan will be taken the following week to determine if intervention is required. The patient post-operative status was stable. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion, dissection). Related to another drug/device (another manufacturer's guide wire). Failure to follow instructions (wire removal resulting in placement of stent graft within false lumen). Conclusion: another device caused failure (another manufacturer's guide wire). User error contributed to event (wire removal resulting in placement of stent graft within false lumen).